Event description:
It was reported that the system 9800 would not play back prior cine recordings. The image would freeze on the display. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The cine drive was reformatted. Cine playback is without problem. The system was tested and found to be working as intended and placed back into service.